Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction implanted with an impella cp device for mechanical circulatory support (mcs) developed hemolysis and would later expire. The patient was brought in by ambulance after being down with ventricular fibrillation arrest for approximately ten minutes. Cardiopulmonary resuscitation was initiated and patient shocked three times with return of spontaneous circulation achieved. The patient was intubated in field and three pushes of epinephrine was given; the patient was brought to cardiovascular lab on 1mcg amiodarone drip. Angiography revealed multi-vessel disease including chronic total occlusion of the left anterior descending artery. Ultrasound guided rfa access obtained and 14fr medtronic sentrant sheath placed. Impella prepped and placed through medtronic sheath and started without complications, reaching mean flows of 3.6l/min. No percutaneous coronary intervention was performed; the patient was referred to surgical consult. Repositioning sheath was advanced into medtronic sheath and sutured to leg. The patient was transported to the unit on impella mcs. Once on the unit it was reported lactate was trending down and urine output was darkening. The physician acknowledged the pump was too deep and did not want to reposition at such time as the pump was adequately functioning. This day the patient was made a do not resuscitate (dnr) and care plans with family were discussed. The following day the patient was reported to be stable but labs x4 hemolyzed. Performance level was decreased to p-7 from p-9 and position check under echocardiogram was recommended. The status of the patient following the event was noted to be unknown. However, later this day, the patient would expire. The family decided to withdraw care; all therapies were discontinued and the patient passed away after 16 total hours of impella mcs. The cause of death is unknown. The impella related event may have possibly added to an already complex situation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿